Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported during a routine implant procedure that this right ventricular (rv) lead was an attempted implant due to exhibiting high, out of range pacing impedance (greater than 2,000 ohms) and high, out of range shock impedance (greater than 200 ohms). Several attempts to reposition the rv lead were unsuccessful, impedance measurements continued to be out of range. The physician advised that the lead possibly kinked during one of the re-insertions. A different rv lead was successfully implanted. No adverse patient effects were reported. The attempt rv lead is expected to be returned for analysis.